Event description:
It is reported that the patient faced occlusion issues for more than one sets on 09-may-2026 till 10-may-2026 which leads to high blood glucose and was treated by correction injection via mdi (multiple daily injections). The patient resolved issue by ran some insulin through the tubing to locate the blockage and resumed insulin.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.